Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 12jan2024, 19jan2024, and 26jan2024 to obtain patient information from the time of the event, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. The rse provided the customer with the part information for the da pcba and solenoids. This investigation is ongoing.